Manufacturer narrative:
Manufacturer received a call from the user's spouse indicating that the user passed away during the night. The CPAP device had shut down during the course of the night. Reporter had indicated intent on returning the device for analysis, but it has not been received yet. Multiple follow up requests for the device return has been made and reporter has not responded to follow up requests. Manufacturer can find no correlation between device shutdown and patient event.

Event description:
The user's spouse reported that continuous positive airway pressure (CPAP) device shutdown and kept shutting down. User was awake and reported having difficulty breathing. The user's spouse called 911 an emergency medical personnel arrived and worked with user for about 5 minutes at which time the user then passed away.